Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for the peritonitis included injection of reflin and injection of fortum (1 gram, intraperitoneal (ip), once a day). The outcome of the peritonitis was not reported. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient had recovered from the event. Should additional relevant information become available, a follow-up report will be submitted.